Event description:
It was reported that during an atherectomy procedure following two successful cuts, the catheter was removed and the pts blood pressure was observed to dropped. Measures were taken to stabilize the pt and tamponade through the vessel was noted. A perfusion balloon catheter was inserted in an effort to close the perforation in the vessel wall. Two stents were implanted and the tamponade was successfully treated. The pt returned to the critical care unit in stable condition.